Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4 expiration date; d7a; e1 phone number. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic hepatobiliary-pancreatic (laparoscopic cholecystectomy) procedure, the sonicbeat device displayed an error message, and the tissue pad had come off a little. The intended procedure was completed after being replaced with another olympus backup device. There were no health risks or reports of patient harm associated with this event.